Event description:
Technician reported that the stretcher was out of service and there were no injuries. The technician stated that he found the drift while performing a function check.

Manufacturer narrative:
Replaced hydraulic cylinders on stretcher due to drift at head and foot.